Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the clinic with symptoms of lightheadedness and dizziness. Loss of capture was noted while in bipolar. Device was reprogrammed. No adverse patient effects were reported.